Event description:
It was reported that the device did not deliver a high voltage therapy due to patient¿s rhythm falling into the monitor zone. The patient was treated via emergency medical services to convert patient¿s rhythm out of vt. The device was reprogrammed and resolved the issue. The patient was in stable condition post event.